Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd 1ml syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at the time of vaccination, one of the syringes was too resistant to push the needle to dispense the vaccine dilution.

Event description:
It was reported while using bd 1ml syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at the time of vaccination, one of the syringes was too resistant to push the needle to dispense the vaccine dilution.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.